Manufacturer narrative:
Product analysis: analysis was able to confirm the reported calibration issue, the stylus tip position was out of calibration on the screen. The touchscreen connectors were cleaned and reseated and the stylus was calibrated. The programmer software was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not able to be calibrated. The programmer was returned for service. There was no patient involvement.